Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had with intermittent button response due to flattened up and down buttons dome switch. The device had minor scratched lcd window, cracked, case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reports that insulin pump buttons froze, and then he received a button error alarm. Customer's blood glucose was 301 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.